Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the ventilator inoperative was observed. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-009 (motor failure) in the device¿s event log. The service technician replaced the device¿s power management board and blower to address e-009. No repair was performed. Additional findings not related to the malfunction/issue was dirt contamination found on the device. After replacing the parts on the device, a final test was performed, and it passed on the device.